Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of the teflon pad damage to be related to the customer reported complaint. The instrument was found to have teflon pad damage. A piece of the teflon pad is broken at the distal end of the pad. The missing material was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the teflon pad of the harmonic ace instrument came out due to which the customer had to use a new instrument to complete surgery. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The harmonic ace instrument has been requested to be returned for failure analysis testing. As of the date of this report, the instrument has not yet been received.